Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. They disables reg istration initialization with patient reference frame and they were able to perform a good registration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a training functional endoscopic sinus surgery (fess). It was reported that the site tried to adjust the patient tracker on the 3d model, but it never touched the skin. There was always a space between the tracker and the 3d model. It was impossible to get a good registration on the patient head. The procedure was delayed less than an hour. No impact on patient outcome.

Manufacturer narrative:
Additional review of this complaint, based on the information provided, would indicate that this is not a reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the issue had occurred outside of a procedure, during a training event. The site was able to achieve a good registration.

Manufacturer narrative:
Patient identifier was updated to none. (B)(4). If information is provided in the future, a supplemental report will be issued.